Event description:
The hospital reported that during preparation for a coronary bypass procedure, three heartstring iii devices failed to load. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The devices were returned to the factory eval.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: all three devices showed signs of clinical usage; there was no evidence of blood on the devices. Device 1 - the delivery device was returned inside of the loading device. The seal was inside the body of the loader and remained anchored to the tension spring. The safety lock and plunger were not depressed on the delivery device. Based on upon the eval results, the reported complaint was confirmed for failure to load. Device 2 - the delivery device was returned outside of the loading device. The seal was inside the body of the loader. The tension spring was received outside of the loading device and had detached from the seal. The tether was not cut. The safety lock and plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for both failure to load and for the tension spring detaching from the seal. Device 3 - the delivery device was returned outside of the loading device. The seal was extended outside of the delivery device but remained anchored to the tension spring. The tether was not cut. The safety lock and plunger were not depressed. Based upon the eval results, the reported complaint was confirmed for failure to load. Based on the fact that the customer had difficulty loading three devices, an in-service training from a maquet rep has been offered to the hospital. (B)(4).